Event description:
It was reported that a request was made for technical services (ts) to review an episode of ventricular tachycardia (vt) recorded by this implantable cardioverter defibrillator (ICD). Upon case review, ts found that this device has appropriately delivered atrial pacing according to programmed settings. This atrial pacing happened close in time to an early ventricular contraction, thus ensuing the vt episode. This rhythm was successfully resolved by anti-tachycardia pacing (atp). Ts recommended reprogramming options for this patient. No additional adverse patient effects were reported. This ICD remains in service.